Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The mid shaft was broken and so a touhy device was connected to the distal end of the break to allow an inflation device to be connected. The balloon was inflated to nominal 12 atmospheres and then to rated burst pressure (rbp) with no issues to note. The stent was deployed without any issues. The balloon was deflated in 2 seconds and is within the specification. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified a break in the proximal end of the midshaft at approximately 107cm distal from the distal end of the strain relief. There were multiple kinks noted along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29-jun-2017. It was reported that the stent failed to deploy. The moderately stenosed, 16mm in length target lesion was located in the mid left anterior descending artery. A 3.00x16mm promus element drug-eluting stent was advanced to treat the lesion. However, the stent was unable to deploy. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed shaft polymer extrusion break. It was further reported that the shaft broke after the device was removed from the patient.